Event description:
The hcp reported that the device was explanted after an implant duration of 37 months. The hcp reported that the pt symptoms were "vague - never sure therapy working right". Xrays, dye study and dosing adjustments were performed - dates and results are unknown. The pump and connector were explanted and replaced with a similar device. The "alarm never went off after explant". The pt outcome is "to be determined".